Event description:
It was reported that prior to starting a da vinci-assisted malignant hysterectomy surgical procedure, the patient side cart (psc) was running on battery. The intuitive surgical, inc. (Isi) clinical sales representative (csr) had the customer to check the power cord and they relocated the power cord to another working outlet with no change. The csr called back to state the psc breaker was on and in the up position. The csr stated they were able to complete the procedure. No reported known impact or patient consequence was reported. Isi contacted the initial reporter and obtained the following information: the csr was told the system displayed the running on battery message prior to case. They did a restart and it cleared. No ports were placed on the patient at this time. The message came back during the case. They changed outlet, checked breaker on patient side cart, and checked for damage on power cord. They were able to complete the procedure robotically. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse repalced system power manager (spm) for error message. After running full preventive maintainance, system faulted again. Battery had gone from charge of 33% to 85 % but psc running on battery power message returned. Fse replaced both power supplies for this issue as well and for 417/418 errors in logs. After replacing mgps error did not return.the system was tested and verified as ready for use. The spm assembly unit was returned for failure analysis, but the reported errors 417, 418, and failure message of battery not charging could not be reproduced; however, the errors were confirmed and verified via error and system logs. The spm assembly unit was installed and tested on the final test is 4000 system 1, programmed, and the system started at normal mode with no errors failure message. Tested psc cart helm control on both mode and battery mode and it passed. Intuitive surgical, inc. (Isi) received the 1st power supply switcher involved with this complaint to perform failure analysis and the reported failure was confirmed. In-house field analysis (fa) installed power supply to patient side cart (pca) xi system, and it started up normally. The current was very high at testing. The 2nd power supply switcher was returned for failure analysis and the reported failure was replicated. Errors 417 and 418 were also noted in system logs. In-house fa installed power supply to pca xi system and error 417 showed up while in power cycles. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.